Event description:
It was reported stuck mount. The implant mount did not come off. The doctor was able to respond by exchanging the same product number and lot number. In particular, there is no difference in technique from usual. No health hazard. The procedure was completed using another implant or another device. Tooth site # 18.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) boes505, (3i t3® short external hex parallel walled implant, 5mm(d) x 5mm(l)) for evaluation. Visual evaluation of the as returned product identified the implant and mount with signs of use, wear. The mount has markings around the hex region suggesting it was over torqued. During a functional test the mount does not separate from the implant. The coob is non-verifiable as the implant and mount have signs of being used and the product was returned outside of its original packaging, the condition of the product when delivered to the customer is unknown / non-verifiable. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021120124. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120124 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" & "contraindications" based on the investigation and risk management file review as per rmf rm-00053-haz rev.11, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.